Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was programming for the patient's foot pain and high impedances were noted on electrode 6. The representative was programming the patient and received an "out of regulation" (oor) alert on program 1 and 2. Impedances were tested and were greater than 40,000 ohms with electrode 6. The representative then re-ran impedances and all pairs were greater than 40,000 ohms with electrode 6. The representative removed program 2 and was able to increase to 6.9 ma without seeing the oor message. The patient indicated that they were feeling much better pain relief with that program. The patient was going to continue using the current therapy parameters. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The cause of the high impedance issue was unknown. The patient's weight was updated. No further complications reported.